Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient had sores on his back under the electrodes. The patient's physician ended use of the lifevest due to the sores. The patient's daughter-in-law reported that the sores had almost completely healed.